Event description:
A nurse at the hospital reported a customer received erratic readings from his fs freedom meter (180 mg/dl and 37 mg/dl), was suffering from low blood sugar and then lost consciousness. Paramedics were called, they checked his blood glucose (results unavailable) and started an IV (unk type). It is unk what medications were in the IV. It should be noted: customer did not know if the readings were done within a 10-minute timeframe, thus they are not considered valid comparisons. There was no report of permanent injury or death associated with this event.

Manufacturer narrative:
The meter has been returned and an investigation has determined the complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. It should also be noted: the readings reported by the customer were not found in the meter's internal memory log.